Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with the inflatable penile prosthesis (ipp) experienced an infection at the incision site of the penis and scrotum. A surgical procedure was performed to remove and replace the ipp. The infection was treated with debridement and antibiotics. No additional patient complications were reported.

Event description:
It was reported that the patient with the inflatable penile prosthesis (ipp) experienced an infection at the incision site of the penis and scrotum. A surgical procedure was performed to remove and replace the ipp. The infection was treated with debridement and antibiotics. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Correction to field h6: impact codes. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were visually and microscopically inspected and tested for leaks. Visual examination revealed that the first cylinder had a hole in the proximal end of the cylinder from sharp instrument. The first cylinder had a leak from the sharp instrument damage. The second cylinder passed the visual examination. No leaks were found in the second cylinder. The pump was visually inspected, leak and functionally tested. The pump passed the visual inspection. No leaks were found in the pump, and the pump passed the functional test. The reservoir was visually inspected and tested for leaks. The reservoir passed the visual inspection. No leaks were found in the reservoir. Based on the information available and analysis results, the sharp damage found in the first cylinder is considered a secondary failure; additionally, with no device issues reported the clinical observation is a known inherent risk with this device; therefore, a conclusion code of known inherent risk of device was assigned to this investigation.